Event description:
Abbott freestyle libre glucose monitor malfunctioning. Sensor and monitor providing error message and not synchronizing. Pharmacist attempted to report the issue to abbott representative without success. Spoke with a person at abbott who would not provide name of a local representative, and wanted the patient to contact abbott directly and then would only replace the sensor. The person at abbott was notified that we have serial numbers of both reader and sensor, but would not take this information.